Event description:
It was reported that during an implant procedure they were seeing artifact. The device was disconnected and reconnected, as it was thought to be due to air bubbles that usually resolve on their own. The device remains implanted. No adverse patient effects were reported.